Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: p1501dr, implantable pulse generator, implanted: (B)(6) 2005; product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a history of high pacing threshold with elevated pacing impedance. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.